Event description:
He customer contacted stryker to report the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the device and it was found that the reported error codes were cause by the user attempting to run a user test immediately after powering on the device. This would not likely cause or contribute to a death or serious injury if it were to recur and is not reportable. The error was cleared and did not return. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.